Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary implant procedure for patient's right hip, implant was opened. Outer packaging was intact with no damage. Nurse reported that the outer blister was torn. Surgical tech reported that the inner blister was torn. Surgeon elected to not use the implant due to sterility concerns. As a second implant was immediately available, the procedure was completed successfully with no surgical delay and no adverse affects to the patient.

Manufacturer narrative:
An event regarding packaging issue involving a unitrax endoprosthesis head component was reported. The event was confirmed. Device evaluation and results: the box, outer and inner blisters, outer and inner tyvek sheets, product labels and patient labels were returned. There was no damage found on the product box. The inner blister was assembled to the drawing configuration, (B)(4). There was a tear on the inner and outer tyvek sheets that lined up along the rim of the taper of the head. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated or for the product families indicated on the drawing configuration. Conclusions: the event was confirmed as per the visual inspection of the returned packaging however, the root cause could not be determined. It was confirmed by the packaging team that the product was assembled according to the packaging configuration, (B)(4). No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a primary implant procedure for patient's right hip, implant was opened. Outer packaging was intact with no damage. Nurse reported that the outer blister was torn. Surgical tech reported that the inner blister was torn. Surgeon elected to not use the implant due to sterility concerns. As a second implant was immediately available, the procedure was completed successfully with no surgical delay and no adverse affects to the patient.